Event description:
Information received indicates the bed would not go into trendelenburg. The problem is in the right siderail caregiver assembly. The bed is in the ICU and a patient was in the bed when the problem was discovered. The patient was not injured. The account replaced the right siderail caregiver assembly to repair the bed.